Manufacturer narrative:
Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Event description:
A sales representative reported seeing posts on the instagram account of a non-coolsculpting office. He reported there were several claims related to pah. He further reported the account has 129,000 followers, and the post discussing pah has 117 comments with many people discussing instances of possible pah and many false claims surrounding coolsculpting adverse events. This complaint captures potential patient #11 of 21. A post by (B)(6) indicated "people are seeing it years later. I¿ve only seen it pretty soon after the 2nd or 3rd treatment."

Event description:
Allergan aesthetics received a report via social media of a patient treated with coolsculpting using the cooladvantage system applicators, who may have developed paradoxical hyperplasia (ph) after treatment. This complaint captures potential patient #11 of 21. The patient indicated people are seeing it years later. The patient stated they have only seen it after the 2nd or third treatment.

Manufacturer narrative:
Paradoxical hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode, but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. No further information can be obtained due to no contact information for the patient.

Event description:
A sales representative reported seeing posts on the (B)(4) account of a non-coolsculpting office. He reported there were several claims related to pah. He further reported the account has 129,000 followers, and the post discussing pah has 117 comments with many people discussing instances of possible pah and many false claims surrounding coolsculpting adverse events. This complaint captures potential patient #11 of 21. The patient indicated people are seeing it years later. The patient stated they have only seen it after the 2nd or third treatment.